Event description:
It was reported via repair work order that the nurse call was inoperable due to missing jack screws and nurse call docker cable from the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.